Event description:
It was reported that during a thrombectomy and atherectomy procedure, the tip allegedly broke off in distal tibial vessel. It was further reported that the attempt was made to snare the wire but failed. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the guidewire was delivered for evaluation, upon visual inspection, a broken guide wire was received. It was noted that the guide wire was found worn out, right at the golden tip of the guide wire. The guide wire was 204 cm long, the rest of the guide wire was not received. A possible reason for the breakage of the guide wire could be insufficient drainage flow through the catheter which leads to heat development inside the catheter, or as it is stated in the report abnormal rapid move of the patient. The guidewire and helix tend to break easily when set under stress. A definitive root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d4 (medical device catalog #), h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the tip allegedly broke off in distal tibial vessel. It was further reported that the attempt was made to snare the wire but failed. The current status of the patient was unknown.